Event description:
It was reported that the pump became hot to touch during use, and no temperature alarms were recorded. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use multiple daily injections (mdi) as backup therapy and allowed the defective pump's battery to deplete prior to returning it. The customer was sent a replacement pump with updated software and instructed on how to return the defective pump to tandem to avoid being billed. Additionally, the customer was advised to program their pump settings and connect their continuous glucose monitor to the replacement pump.